Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was at the bank, became very weak and collapsed. A security guard sat the patient down and brought the patient some fruit juice to drink. The patient stated that the security guard asked if she wanted the bank to call an ambulance and she declined. At the time of contact, the patient was improving. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded and reviewed, cgm inaccuracy was observed. The reported event of inaccuracies was confirmed. A root cause could not be determined.